Event description:
It was reported that a cadd® cadd® administration set started to leak. There was patient involvement. No report of patient injury.

Manufacturer narrative:
Two samples were received for analysis in used condition without their original packaging. Visual inspection found delamination in one join of the filter with the tube in both samples. Functional testing included leak testing. Leak testing on the samples received were performed using hydrostat vessel to look for unusual functions; a leak was observed fleeing from the air vent of the filter in both samples. A review of the manufacturing process for was conducted by a quality engineer in order to verify that there were no situations or practices that could create the event as described. No discrepancies were found. Based on the investigation, the complaint was confirmed. The root cause was unable to be conclusively determined, however probable causes could be that the filter was received damaged from the supplier or the filter became damaged after the product left smiths manufacturing facilities.